Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump did not alert the user with a low battery warning before emitting a replace battery alarm. The reporter stated that the battery was at the end of its life and was corroded. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/19/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump could not be investigated because moisture damage prevented the pump from being properly investigated. There was moisture corrosion on the internal components of the pump and it could not be powered on.